Event description:
During an in-clinic follow-up, undersensing was observed on the right ventricular (rv) leadless pacemaker (lp). The lp was reprogrammed to resolve the event. The patient was in stable condition.